Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (750 mcg/ml at 200 mcg/day) via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) believed the catheter had inadvertently pulled out of the intrathecal space at the original implant. They claimed the patient had not received therapy since their initial implant surgery. There were no external factors that led/contributed to the event. Diagnostics/troubleshooting performed included the hcp re-trialing the patient in their office on an unknown date. They stated the patient received adequate relief during trial and it was their assessment that the original spinal portion of the catheter may not be in the intrathecal space. Actions/interventions taken included surgical intervention where the surgeon removed the spinal portion of the existing catheter and replaced it with a spinal portion of an 8781. The issue was resolved at the time of the report. The explanted catheter portion will be returned for analysis. The patient's weight was (B)(6) pounds and they had a medical history of non-malignant pain. The patient was without injury at the time of the report. The event date was (B)(6) 2021.

Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2021; explanted: (B)(6) 2021; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the catheter revealed catheter anchor broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.